Event description:
During prep, prior to inserting in the pt, the physician noticed that the smart stent came out a little bit out of the shaft. The product was not utilized for the iliac stenting procedure. There was no pt injury reported with the event. The component will be returned for analysis.

Manufacturer narrative:
After it was removed from the package, the stent was within the sheath. During prep, the (IFU) instruction for use guidelines was followed. No further info was available. The product is available for evaluation and testing; however, the analysis has not been completed. Additional info will be submitted within 30 days of receipt.